Manufacturer narrative:
Bayer case number: (B)(4). Unbearable gynaecological pain and a feeling of pushing, as if I was going to lose my insides. \[pelvic pain female]" , pain during insertion \[procedural pain]" , general physical and cognitive deterioration \[general physical health deterioration]" , general physical and cognitive deterioration \[cognitive deterioration]" , nausea \[nausea]", projectile vomiting \[vomiting projectile]" , spasms \[spasms]" , diarrhoea \[diarrhoea]" , cramps \[abdominal cramps]" , hot flashes to the point of fainting \[hot flashes]" , to the point of fainting \[near fainting]" , extreme cold/ feeling of cold "in the bones" to the extent that I felt I was freezing to death despite quilts and covers, even during a heatwave \[coldness]" , problems with blood pressure ranging from 6 to 21/22 \[blood pressure reading low]" malaise \[malaise]" , lost consciousness \[lost consciousness]" , palpitations \[palpitations]" , neck swelling \[neck swelling]" , throat swelling \[throat swelling]" , joint swelling \[joint swelling]" , veins like the incredible hulk \[dilated veins]", severe iron-deficiency anaemia (infusions as outpatient) \[iron deficiency anaemia]" , crohn's-type auto-immune disease \[crohn's disease]" , fibromyalgia \[fibromyalgia]" , restless leg syndrome \[restless leg syndrome]" , uncontrollable shivering \[shivering]" , vaginal discharge \[vaginal discharge]" , excess perspiration \[perspiration excessive]" , very significant (+++) change to body odour \[body odor]", premature loosening and loss of teeth (today I have braces, I have only one molar left) \[tooth loss]" , unexplained muscle pains \[muscle pain]" , loss of muscle mass \[muscle wasting]" , severe (+++) joint pain accentuated by repetitive movements or being in one position for a long time: sitting, standing, lying down (pain in the lumbar plate, neck, coccyx, feet, knees, hands, fingers \[joint pain]" , tendonitis \[tendonitis]" , lumbago \[lumbago]" , sciatica \[sciatica]" , cruralgia \[cruralgia]", burning and stinging sensations mainly in the lower limbs \[burning sensation of lower limb]" , burning and stinging sensations mainly in the lower limbs \[burning sensation in eye]" , burning and stinging sensations mainly in the lower limbs \[eyes stinging]" , difficulty zooming in, vision that can be very blurred \[vision blurred]" , double vision \[double vision]" , dry eyes \[dry eyes]" , very frequently abnormally swollen eyelids \[swelling of eyelid]" , onset of ear, nose and throat (ent) problems \[ear, nose and throat disorder]" , a permanent dry cough that is worse at night \[dry cough]" , itching sensation in the tonsils \[itchy throat]" , nasal discharge \[nasal discharge]" , eye discharge \[eye discharge]" , hypersalivation \[hypersalivation]" , diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average \[diaphragmatic spasm]" , diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average \[stomach cramps]" , acidic ear discharge \[ear discharge]" , weight gain (when the essure was fitted my weight was 58 kg, height 1.64 m, today my weight is 85 kg) \[weight gain]" , strong internal burning sensation \[burning sensation in ears]" , skin problems \[skin disorder]" , urinary infection \[urinary infection]" , mycosis \[mycosis]" , pyelonephritis \[pyelonephritis]" , overactive bladder \[overactive bladder]" , non-stop kidney pain \[kidney pain]" , brain fog \[brain fog]" , feeling of being drugged 24/7 \[feeling abnormal]" , impaired balance \[balance impaired nos]" , impaired memory \[memory impaired]" , impaired concentration \[concentration impaired]" , impaired speech (forgetting words and ideas when talking) \[disorder speech]" , severe fatigue \[fatigue extreme]" , exhaustion \[exhaustion]" . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 30-jul-2025. The most recent information was received on 10-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("unbearable gynaecological pain and a feeling of pushing, as if I was going to lose my insides.") In a 45-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("pain during insertion"). In (B)(6) 2016 she experienced pelvic pain (seriousness criterion medically important), general physical health deterioration ("general physical and cognitive deterioration"), cognitive disorder ("general physical and cognitive deterioration"), nausea ("nausea"), vomiting projectile ("projectile vomiting"), muscle spasms ("spasms"), diarrhoea ("diarrhoea"), abdominal pain ("cramps"), hot flush ("hot flashes to the point of fainting"), presyncope ("to the point of fainting"), feeling cold ("extreme cold/ feeling of cold "in the bones" to the extent that I felt I was freezing to death despite quilts and covers, even during a heatwave"), malaise ("malaise"), loss of consciousness ("lost consciousness"), palpitations ("palpitations"), swelling ("neck swelling"), pharyngeal swelling ("throat swelling"), joint swelling ("joint swelling"), vasodilatation ("veins like the incredible hulk"), iron deficiency anaemia ("severe iron-deficiency anaemia (infusions as outpatient)"), crohn's disease ("crohn's-type auto-immune disease"), fibromyalgia ("fibromyalgia"), restless legs syndrome ("restless leg syndrome") and chills ("uncontrollable shivering") and was found to have blood pressure decreased ("problems with blood pressure ranging from 6 to 21/22"). On unknown date she experienced vaginal discharge ("vaginal discharge"), hyperhidrosis ("excess perspiration"), skin odour abnormal ("very significant (+++) change to body odour"), tooth loss ("premature loosening and loss of teeth (today I have braces, I have only one molar left)"), myalgia ("unexplained muscle pains"), muscle atrophy ("loss of muscle mass"), arthralgia ("severe (+++) joint pain accentuated by repetitive movements or being in one position for a long time: sitting, standing, lying down (pain in the lumbar plate, neck, coccyx, feet, knees, hands, fingers"), tendonitis ("tendonitis"), back pain ("lumbago"), sciatica ("sciatica"), cruralgia ("cruralgia"), burning sensation ("burning and stinging sensations mainly in the lower limbs"), eye irritation ("burning and stinging sensations mainly in the lower limbs"), eye pain ("burning and stinging sensations mainly in the lower limbs"), vision blurred ("difficulty zooming in, vision that can be very blurred"), diplopia ("double vision"), dry eye ("dry eyes"), swelling of eyelid ("very frequently abnormally swollen eyelids"), ear, nose and throat disorder ("onset of ear, nose and throat (ent) problems"), cough (" a permanent dry cough that is worse at night"), throat irritation ("itching sensation in the tonsils"), rhinorrhoea ("nasal discharge"), eye discharge ("eye discharge"), salivary hypersecretion ("hypersalivation"), diaphragmatic spasm (" diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average"), abdominal pain upper (" diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average"), otorrhoea ("acidic ear discharge"), ear discomfort (" strong internal burning sensation"), skin disorder ("skin problems"), urinary tract infection ("urinary infection"), fungal infection ("mycosis"), pyelonephritis ("pyelonephritis"), hypertonic bladder ("overactive bladder"), renal pain ("non-stop kidney pain "), brain fog ("brain fog"), feeling abnormal ("feeling of being drugged 24/7"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), speech disorder ("impaired speech (forgetting words and ideas when talking)"), fatigue extreme ("severe fatigue") and exhaustion ("exhaustion") and was found to have weight increased ("weight gain (when the essure was fitted my weight was 58 kg, height 1.64 m, today my weight is 85 kg)"). The patient was treated with spasfon (phloroglucinol, trimethylphloroglucinol) as well as non-drug therapy (infusion). No causality assessment was received for essure with regard to pelvic pain, general physical health deterioration, cognitive disorder, nausea, vomiting projectile, muscle spasms, diarrhoea, abdominal pain, hot flush, presyncope, feeling cold, blood pressure decreased, malaise, loss of consciousness, palpitations, swelling, pharyngeal swelling, joint swelling, vasodilatation, iron deficiency anaemia, crohn's disease, fibromyalgia, restless legs syndrome, chills, vaginal discharge, hyperhidrosis, skin odour abnormal, tooth loss, myalgia, muscle atrophy, arthralgia, tendonitis, back pain, sciatica, cruralgia, burning sensation, eye irritation, eye pain, vision blurred, diplopia, dry eye, swelling of eyelid, ear, nose and throat disorder, cough, throat irritation, rhinorrhoea, eye discharge, salivary hypersecretion, diaphragmatic spasm, abdominal pain upper, otorrhoea, ear discomfort, skin disorder, urinary tract infection, fungal infection, pyelonephritis, hypertonic bladder, renal pain, brain fog, feeling abnormal, balance disorder, memory impairment, disturbance in attention, speech disorder, fatigue extreme, exhaustion, weight increased or procedural pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. \[investigation]" on (B)(6) 2016: nothing to report. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pain during insertion with no anaesthesia/unbearable gynaecological pain and a feeling of pushing, as if I was going to lose my insides. \[pelvic pain female]". General physical and cognitive deterioration \[general physical health deterioration]". General physical and cognitive deterioration \[cognitive deterioration]". Nausea, projectile vomiting, spasms, diarrhoea, cramps \[abdominal cramps]", hot flashes to the point of fainting, extreme cold/ feeling of cold "in the bones" to the extent that I felt I was freezing to death despite quilts and covers, even during a heatwave \[coldness]", problems with blood pressure ranging from 6 to 21/22 \[blood pressure reading low]", malaise, lost consciousness, palpitations, neck swelling, throat swelling, joint swelling, veins like the incredible hulk \[dilated veins]", severe iron-deficiency anaemia (infusions as outpatient) \[iron deficiency anaemia]", crohn's-type auto-immune disease, fibromyalgia, restless leg syndrome, uncontrollable shivering, vaginal discharge \[vaginal discharge]", excess perspiration \[perspiration excessive]", very significant (+++) change to body odour \[body odor]", premature loosening and loss of teeth (today I have braces, I have only one molar left), unexplained muscle pains, loss of muscle mass \[muscle wasting]", severe (+++) joint pain accentuated by repetitive movements or being in one position for a long time: sitting, standing, lying down (pain in the lumbar plate, neck, coccyx, feet, knees, hands, fingers \[joint pain]", tendonitis, lumbago, sciatica, cruralgia, burning and stinging sensations mainly in the lower limbs \[burning sensation of lower limb]", burning and stinging sensations mainly in the lower limbs \[burning sensation in eye]", burning and stinging sensations mainly in the lower limbs \[eyes stinging]", difficulty zooming in, vision that can be very blurred \[vision blurred]", double vision, dry eyes, very frequently abnormally swollen eyelids \[swelling of eyelid]", onset of ear, nose and throat (ent) problems \[ear, nose and throat disorder]", a permanent dry cough that is worse at night \[dry cough]", itching sensation in the tonsils \[itchy throat]", nasal discharge, eye discharge, hypersalivation, diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average \[diaphragmatic spasm]", diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average \[stomach cramps]", acidic ear discharge, strong internal burning sensation \[burning sensation in ears]", skin problems, urinary infection, mycosis, pyelonephritis, overactive bladder, non-stop kidney pain, brain fog, feeling of being drugged 24/7 \[feeling abnormal]", impaired balance \[balance impaired nos]", impaired memory, impaired concentration, impaired speech (forgetting words and ideas when talking) \[disorder speech]", severe fatigue \[fatigue extreme]", exhaustion, weight gain (when the essure was fitted my weight was 58 kg, height 1.64 m, today my weight is 85 kg) \[weight gain]", case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain during insertion with no anaesthesia/unbearable gynaecological pain and a feeling of pushing, as if I was going to lose my insides.") In a 45-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important). In (B)(6) 2016 she experienced general physical health deterioration ("general physical and cognitive deterioration"), cognitive disorder ("general physical and cognitive deterioration"), nausea ("nausea"), vomiting projectile (" projectile vomiting"), muscle spasms ("spasms"), diarrhoea ("diarrhoea"), abdominal pain ("cramps"), hot flush ("hot flashes to the point of fainting"), presyncope ("to the point of fainting"), feeling cold ("extreme cold/ feeling of cold "in the bones" to the extent that I felt I was freezing to death despite quilts and covers, even during a heatwave"), malaise ("malaise"), loss of consciousness ("lost consciousness"), palpitations ("palpitations"), swelling ("neck swelling"), pharyngeal swelling ("throat swelling"), joint swelling ("joint swelling"), vasodilatation ("veins like the incredible hulk"), iron deficiency anaemia ("severe iron-deficiency anaemia (infusions as outpatient)"), crohn's disease ("crohn's-type auto-immune disease"), fibromyalgia ("fibromyalgia"), restless legs syndrome ("restless leg syndrome") and chills ("uncontrollable shivering") and was found to have blood pressure decreased ("problems with blood pressure ranging from 6 to 21/22"). On unknown date she experienced vaginal discharge ("vaginal discharge"), hyperhidrosis ("excess perspiration"), skin odour abnormal ("very significant (+++) change to body odour"), tooth loss ("premature loosening and loss of teeth (today I have braces, I have only one molar left)"), myalgia ("unexplained muscle pains"), muscle atrophy ("loss of muscle mass"), arthralgia ("severe (+++) joint pain accentuated by repetitive movements or being in one position for a long time: sitting, standing, lying down (pain in the lumbar plate, neck, coccyx, feet, knees, hands, fingers"), tendonitis ("tendonitis"), back pain ("lumbago"), sciatica ("sciatica"), cruralgia ("cruralgia"), burning sensation ("burning and stinging sensations mainly in the lower limbs"), eye irritation ("burning and stinging sensations mainly in the lower limbs"), eye pain ("burning and stinging sensations mainly in the lower limbs"), vision blurred ("difficulty zooming in, vision that can be very blurred"), diplopia ("double vision"), dry eye ("dry eyes"), swelling of eyelid ("very frequently abnormally swollen eyelids"), ear, nose and throat disorder ("onset of ear, nose and throat (ent) problems"), cough (" a permanent dry cough that is worse at night"), throat irritation ("itching sensation in the tonsils"), rhinorrhoea ("nasal discharge"), eye discharge ("eye discharge"), salivary hypersecretion ("hypersalivation"), diaphragmatic spasm (" diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average"), abdominal pain upper (" diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average"), otorrhoea ("acidic ear discharge"), ear discomfort (" strong internal burning sensation"), skin disorder ("skin problems"), urinary tract infection ("urinary infection"), fungal infection ("mycosis"), pyelonephritis ("pyelonephritis"), hypertonic bladder ("overactive bladder"), renal pain ("non-stop kidney pain "), brain fog ("brain fog"), feeling abnormal ("feeling of being drugged 24/7"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), speech disorder ("impaired speech (forgetting words and ideas when talking)"), fatigue extreme ("severe fatigue") and exhaustion ("exhaustion") and was found to have weight increased ("weight gain (when the essure was fitted my weight was 58 kg, height 1.64 m, today my weight is 85 kg)"). The patient was treated with spasfon (phloroglucinol, trimethylphloroglucinol) as well as non-drug therapy (infusion). No causality assessment was received for essure with regard to pelvic pain, general physical health deterioration, cognitive disorder, nausea, vomiting projectile, muscle spasms, diarrhoea, abdominal pain, hot flush, presyncope, feeling cold, blood pressure decreased, malaise, loss of consciousness, palpitations, swelling, pharyngeal swelling, joint swelling, vasodilatation, iron deficiency anaemia, crohn's disease, fibromyalgia, restless legs syndrome, chills, vaginal discharge, hyperhidrosis, skin odour abnormal, tooth loss, myalgia, muscle atrophy, arthralgia, tendonitis, back pain, sciatica, cruralgia, burning sensation, eye irritation, eye pain, vision blurred, diplopia, dry eye, swelling of eyelid, ear, nose and throat disorder, cough, throat irritation, rhinorrhoea, eye discharge, salivary hypersecretion, diaphragmatic spasm, abdominal pain upper, otorrhoea, ear discomfort, skin disorder, urinary tract infection, fungal infection, pyelonephritis, hypertonic bladder, renal pain, brain fog, feeling abnormal, balance disorder, memory impairment, disturbance in attention, speech disorder, fatigue extreme, exhaustion or weight increased. The reporter commented: pain during insertion with no anaesthesia was an adverse event in itself. In the days and weeks following the essure insertion I experienced unbearable gynaecological pain and a feeling of pushing, as if I was going to lose my insides. The midwives immediately thought of organ prolapse. I had my last period on (B)(6) 2016 and found myself in a post-menopausal situation immediately after, without any transition, and again the gynaecologist "reassured" me it was not related, it's purely psychological. Recognition of disabled worker status (rqth) from the regional centre for disabled persons (mdph), long-term condition. Then over time the symptoms mostly moved away from the gynaecological sphere. I spent a long time doctor-hopping, with my symptoms dismissed as psychogenic. Difficulties managing time and space, organisational problems, all of this made things deteriorate for me until I eventually lost my job and subsequently my home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. \[investigation]" on 07-jul-2016: nothing to report. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain during insertion with no anaesthesia/unbearable gynaecological pain and a feeling of pushing, as if I was going to lose my insides. \[pelvic pain female]" , general physical and cognitive deterioration \[general physical health deterioration]" , general physical and cognitive deterioration \[cognitive deterioration]" , nausea \[nausea]" , projectile vomiting \[vomiting projectile]" , spasms \[spasms]" , diarrhoea \[diarrhoea]" , cramps \[abdominal cramps]" , hot flashes to the point of fainting \[hot flashes]" , to the point of fainting \[near fainting]" , extreme cold/ feeling of cold "in the bones" to the extent that I felt I was freezing to death despite quilts and covers, even during a heatwave \[coldness]" , problems with blood pressure ranging from 6 to 21/22 \[blood pressure reading low]" , malaise \[malaise]" , lost consciousness \[lost consciousness]" , palpitations \[palpitations]" , neck swelling \[neck swelling]", throat swelling \[throat swelling]" , joint swelling \[joint swelling]" , veins like the incredible hulk \[dilated veins]" , severe iron-deficiency anaemia (infusions as outpatient) \[iron deficiency anaemia]", crohn's-type auto-immune disease \[crohn's disease]" , fibromyalgia \[fibromyalgia]" , restless leg syndrome \[restless leg syndrome]" , uncontrollable shivering \[shivering]" , vaginal discharge \[vaginal discharge]" , excess perspiration \[perspiration excessive]" , very significant (+++) change to body odour \[body odor]" , premature loosening and loss of teeth (today I have braces, I have only one molar left) \[tooth loss]" , unexplained muscle pains \[muscle pain]" , loss of muscle mass \[muscle wasting]" , severe (+++) joint pain accentuated by repetitive movements or being in one position for a long time: sitting, standing, lying down (pain in the lumbar plate, neck, coccyx, feet, knees, hands, fingers \[joint pain]", tendonitis \[tendonitis]" , lumbago \[lumbago]", sciatica \[sciatica]" , cruralgia \[cruralgia]" , burning and stinging sensations mainly in the lower limbs \[burning sensation of lower limb]" , burning and stinging sensations mainly in the lower limbs \[burning sensation in eye]" , burning and stinging sensations mainly in the lower limbs \[eyes stinging]" , difficulty zooming in, vision that can be very blurred \[vision blurred]" , double vision \[double vision]" , dry eyes \[dry eyes]" , very frequently abnormally swollen eyelids \[swelling of eyelid]" , onset of ear, nose and throat (ent) problems \[ear, nose and throat disorder]" a permanent dry cough that is worse at night \[dry cough]", itching sensation in the tonsils \[itchy throat]", nasal discharge \[nasal discharge]" , eye discharge \[eye discharge]" , hypersalivation \[hypersalivation]" , diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average \[diaphragmatic spasm]" , diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average \[stomach cramps]", acidic ear discharge \[ear discharge]" , strong internal burning sensation \[burning sensation in ears]" , skin problems \[skin disorder]" , urinary infection \[urinary infection]" , mycosis \[mycosis]" , pyelonephritis \[pyelonephritis]" , overactive bladder \[overactive bladder]" , non-stop kidney pain \[kidney pain]" , brain fog \[brain fog]" , feeling of being drugged 24/7 \[feeling abnormal]" , impaired balance \[balance impaired nos]", impaired memory \[memory impaired]" , impaired concentration \[concentration impaired]" , impaired speech (forgetting words and ideas when talking) \[disorder speech]" , severe fatigue \[fatigue extreme]" , exhaustion \[exhaustion]" , weight gain (when the essure was fitted my weight was 58 kg, height 1.64 m, today my weight is 85 kg) \[weight gain]" . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 30-jul-2025. The most recent information was received on 19-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain during insertion with no anaesthesia/unbearable gynaecological pain and a feeling of pushing, as if I was going to lose my insides.") In a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important). In (B)(6) 2016 she experienced general physical health deterioration ("general physical and cognitive deterioration"), cognitive disorder ("general physical and cognitive deterioration"), nausea ("nausea"), vomiting projectile ("projectile vomiting"), muscle spasms ("spasms"), diarrhoea ("diarrhoea"), abdominal pain ("cramps"), hot flush ("hot flashes to the point of fainting"), presyncope ("to the point of fainting"), feeling cold ("extreme cold/ feeling of cold "in the bones" to the extent that I felt I was freezing to death despite quilts and covers, even during a heatwave"), malaise ("malaise"), loss of consciousness ("lost consciousness"), palpitations ("palpitations"), swelling ("neck swelling"), pharyngeal swelling ("throat swelling"), joint swelling ("joint swelling"), vasodilatation ("veins like the incredible hulk"), iron deficiency anaemia ("severe iron-deficiency anaemia (infusions as outpatient)"), crohn's disease ("crohn's-type auto-immune disease"), fibromyalgia ("fibromyalgia"), restless legs syndrome ("restless leg syndrome") and chills ("uncontrollable shivering") and was found to have blood pressure decreased ("problems with blood pressure ranging from 6 to 21/22"). On unknown date she experienced vaginal discharge ("vaginal discharge"), hyperhidrosis ("excess perspiration"), skin odour abnormal ("very significant (+++) change to body odour"), tooth loss ("premature loosening and loss of teeth (today I have braces, I have only one molar left)"), myalgia ("unexplained muscle pains"), muscle atrophy ("loss of muscle mass"), arthralgia ("severe (+++) joint pain accentuated by repetitive movements or being in one position for a long time: sitting, standing, lying down (pain in the lumbar plate, neck, coccyx, feet, knees, hands, fingers"), tendonitis ("tendonitis"), back pain ("lumbago"), sciatica ("sciatica"), cruralgia ("cruralgia"), burning sensation ("burning and stinging sensations mainly in the lower limbs"), eye irritation ("burning and stinging sensations mainly in the lower limbs"), eye pain ("burning and stinging sensations mainly in the lower limbs"), vision blurred ("difficulty zooming in, vision that can be very blurred"), diplopia ("double vision"), dry eye ("dry eyes"), swelling of eyelid ("very frequently abnormally swollen eyelids"), ear, nose and throat disorder ("onset of ear, nose and throat (ent) problems"), cough (" a permanent dry cough that is worse at night"), throat irritation ("itching sensation in the tonsils"), rhinorrhoea ("nasal discharge"), eye discharge ("eye discharge"), salivary hypersecretion ("hypersalivation"), diaphragmatic spasm (" diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average"), abdominal pain upper (" diaphragm and stomach rising violently, like gagging, sometimes followed by vomiting, including when sleeping, at any time of the day or night (20 to 30 times every 24 hours on average"), otorrhoea ("acidic ear discharge"), ear discomfort (" strong internal burning sensation"), skin disorder ("skin problems"), urinary tract infection ("urinary infection"), fungal infection ("mycosis"), pyelonephritis ("pyelonephritis"), hypertonic bladder ("overactive bladder"), renal pain ("non-stop kidney pain "), brain fog ("brain fog"), feeling abnormal ("feeling of being drugged 24/7"), balance disorder ("impaired balance"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), speech disorder ("impaired speech (forgetting words and ideas when talking)"), fatigue extreme ("severe fatigue") and exhaustion ("exhaustion") and was found to have weight increased ("weight gain (when the essure was fitted my weight was 58 kg, height 1.64 m, today my weight is 85 kg)"). The patient was treated with spasfon (phloroglucinol, trimethylphloroglucinol) as well as non-drug therapy (infusion). No causality assessment was received for essure with regard to pelvic pain, general physical health deterioration, cognitive disorder, nausea, vomiting projectile, muscle spasms, diarrhoea, abdominal pain, hot flush, presyncope, feeling cold, blood pressure decreased, malaise, loss of consciousness, palpitations, swelling, pharyngeal swelling, joint swelling, vasodilatation, iron deficiency anaemia, crohn's disease, fibromyalgia, restless legs syndrome, chills, vaginal discharge, hyperhidrosis, skin odour abnormal, tooth loss, myalgia, muscle atrophy, arthralgia, tendonitis, back pain, sciatica, cruralgia, burning sensation, eye irritation, eye pain, vision blurred, diplopia, dry eye, swelling of eyelid, ear, nose and throat disorder, cough, throat irritation, rhinorrhoea, eye discharge, salivary hypersecretion, diaphragmatic spasm, abdominal pain upper, otorrhoea, ear discomfort, skin disorder, urinary tract infection, fungal infection, pyelonephritis, hypertonic bladder, renal pain, brain fog, feeling abnormal, balance disorder, memory impairment, disturbance in attention, speech disorder, fatigue extreme, exhaustion or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. \[investigation]" on (B)(6) 2016: nothing to report. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.